Manufacturer narrative:
An investigation of the device including the device logs confirmed the reported complaint. Cycling power resolves this occurrence of the issue prior to use. The device passed all tests and was returned to patient service.

Event description:
Spacelabs received a report on (B)(6) 2018 the arkon experienced a failed state two times in a three week period. The unit was not in use when the issue was discovered and no injury was reported.